Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures or any other testing performed? Results? Please describe any medical intervention performed including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a leg trauma procedure on (B)(6) 2021 and suture was used to sew the wound after debridement. On (B)(6) 2021, the patient suffered from erythema and inflammation on the wound at the time of dressing change. Immediate removal of the suture was performed as well as washing with normal saline. The dressing was changed every day to promote wound healing, along with penicillin injection of 8 million units via intravenous drip treatment once a day. On (B)(6) 2021, the wound healed well and the patient was discharged from the hospital. Additional information was requested.